Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt stopped using his ipg scs sys about a year and a half after the implant because it was not providing effective pain relief. The pt was implanted for leg pain, but eventually had his nerve burned to relieve the pain. The pt also stated that about a month after the implant he begin experiencing pain in his back. The pt is considering having his sys explanted. His physician has advised him against having the sys removed. No further info is available at this time.